Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/compromised force sensor system and displacement tests. Insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motor position encoder error alarm on insulin pump alarm history screen noted. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. Unable to performed dat test due to motor error alarm anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor position encoder error. Customer's blood glucose level was 130 mg/dl. The insulin pump was exposed to a MRI. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.